Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. Root cause for the issue of the forceps cover glue peeling cannot be determined; however, based on the evaluation results, it is likely that adhesive agent came off because external force was applied to the relevant part by rubbing it with excessive force when the subject device was cleaned. Or adhesive agent was worn out and peeled because the relevant part was repeatedly rubbed when the subject device was handled. The instructions for use includes the following statements that can prevent this issue: important information ¿ please read before use warnings and cautions (p.7) warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
Event date is (B)(6) 2021.

Manufacturer narrative:
Upon inspection and testing of the device, it was observed that the forceps cover glue was peeling. In addition, the elevator channel water flow had a loose inlet. All other functionality was okay. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device is a loaner that was returned for preventive maintenance. At the time of estimation, it was observed that the forceps cover glue was peeling. There is no reported patient harm to any patient. This medwatch is being submitted for the reportable malfunction of the forceps glue peeling.